Manufacturer narrative:
Concomitant product: 419478 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and intermittent undersensing was noted on the recorded high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.